Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 598 mg/dl at the time of incident and current blood glucose was 157 mg/dl. The customer was assisted with troubleshooting. The customer was treated with manual injection and insulin pump for high blood glucose level. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer states the drive support cap appears normal. Customer states the insulin pump passed displacement test. Customer was not able to perform high pressure test. The device will not be returned for analysis.